Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision of patella - reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision of the patella reported was likely the result of chronic extensor mechanism disruption which likely caused aseptic (non-infected) loosening. However, this cannot be confirmed as the explant was not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2007. Revision of patella due to aseptic loosening secondary to chronic extensor mechanism disruption.